Manufacturer narrative:
Device evaluation: one device was returned for investigation. The tamper seal was removed or broken. Visual inspection found a chipped top case, chipped lower right corner and cracked right plunger head. No error which related to customer reported problem was found in error history log (ehl). "Base not responding" is an advisory alarm caused by the user powering the pump off within 5 seconds after powering the pump on. The device functioned as expected. No repairs needed since no problem was found. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Performed power up process, occlusion and functional tests. Replaced top case, plunger assembly, force sensor, optocoupler, tapered spring and size pot. This device was cleaned, calibrated, preventative maintenance (pm) and all functional tests were performed.

Event description:
Additional information was received: no adverse event due to this equipment.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited the base not responding. Patient involvement is unknown.